Event description:
It was reported that during a right thyroidectomy procedure, the emg tube cuff was observed to be leaking air. Reportedly, when air was injected into the cuff it would leak out at the luer lock. The anesthesiologist clamped off the line and they continued with surgery. There was no patient impact or injury reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was discarded by the user facility. Please note - this device catalog number and lot number has been identified as an affected product of a recall as of march 12, 2013. Correction/removal number: removal report # 1045254-03/12/13/001-r.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.